Event description:
During allograft processing of recovered skin an incomplete mesh was produced and gears were worn. Upon evaluation of the cutter it was noted that it failed cut test. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No further event information available at the time of this report.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the cutter failed testing due to an incomplete cut. The cutter will need replacement. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.